Event description:
The doctor noted the drape used to cover the pt is fluffy. The fluff came into the pt's eye, which had to be removed in a second surgery. Current pt status is unk. Add'l info has been requested.

Manufacturer narrative:
Determination of root cause: assessment: this is the first complaint of this nature for this item in a period of two yrs. There is no sample available. This issue was forwarded to the supplier for their review and corrective action. Conclusion: supplier response stated the complaint product is eye drape w pouch & incise. The lot number as6250n02 was produced on september 2006. They have reviewed the device history record and this kind of problem was not recorded during mfg process. The rep sample was not provided for investigation. This defect could [have] happened during the handling with this drape. Without the sample or digital picture it is difficult to find the root cause of the incident. All operators of drape dept and quality control inspectors were informed about this customer complaint. All operators have been retrained on the mfg process and handling of the drapes. A corrective action was opened for this incident. Quality control inspectors will perform the tightened inspection on next process order.